Event description:
Patient had bioprosthetic aortic valve replacement 3 years ago. Patient with noted dizziness and balance issues. Echocardiogram performed and noted a high-grade stenosis of the aortic valve.